Event description:
While attempting to deploy the first vasoview hemopro device, "the wire-like plastic piece broke off." It was described in the complaint as "the window-washer piece." The physician was able to retrieve it out of the patient when it broke off. The replacement device from a different lot number also malfunctioned.